Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205220 acetabular shell 61682635; 00625006525 bone screw 61770046; 00625006515 bone screw 61715983; 00801803603 femoral head 61782358. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01109, 0002648920-2019-00187.

Event description:
It was reported that a patient was revised approximately 4 years post operatively with findings of heterotopic ossification, bearing wear and fracture, with prosthetic loosening of the acetabular cup. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Revision operative notes demonstrated that the patient was revised on the left side due to pain, popping, heterotopic ossification of the greater trochanter, liner wear, and cup loosening. There was a lot of fretting. Synovial tissue hypertrophy was completely eroded and black, and was from the wear of liner. Super lateral portion of the liner was fractured and displaced. Superior part of the cup has no bone ingrowth. The cup was well fixed at the end to inferior aspect of the acetabulum. Three screws were removed. New cup, liner and head were implanted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.